Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported intermittent keypad function, which was observed and reproduced as an intermittent keypad response of the 0, 1, 2 and 3 keys. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an intermittent function of keys 1 and 2. It was also reported there was no patient involvement.